Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2012 and suture was used. The needle pulled off the suture when the surgeon inserted it into the port. The needle entered the abdominal cavity and the surgeon needed to convert to an open procedure to remove the needle. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. There were no attachment defects found on the needle. The suture was not returned, therefore a complete evaluation could not be performed.